Manufacturer narrative:
Follow up 30-jul-2015: no new information was provided. Case closed. Follow- up information received on 16-aug-2015: patient's demographic information was provided. Her medical history included gravida 3 and para 2 (1 spontaneous abortion). On (B)(6) 2014, essure lot number a78083 was inserted during follicular phase (her first day of last menstrual period before insertion occurred on (B)(6) 2014). She was 1 year post-partum stated and was not breastfeeding during insertion. Her last delivery was not a caesarean. There were no abnormal findings prior to insertion. Analgesia (general anesthesia) was applied. Insertion was difficult, there was no fluid loss more than 1500cc and the procedure did not take more than 20 minutes. No complaints immediately after insertion. Perforation on the right side was reported. It was stated it occurred after deployment. On (B)(6) 2015, a hysterosalpingogram (hsg) was performed and showed complete perforation both sides of fallopian tube. On the left, it was not in the tube, essure perforate in myometrium. No detail was provided about right side. No symptoms. First and second hsg tests did not confirm tubal occlusion. On (B)(6) 2015, it was diagnosed that essure was under the serosa just distal of the tube. It could be easily removed. A tubal clip sterilization was performed. On (B)(6) 2015, essure was removed because patient requested via laparoscopy. Patient's outcome was recovered/ resolved. Follow-up received on 16-aug-2015: no further information is expected. Case considered to be closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-aug-2015 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and right insertion went difficult but she had no complaints. An hysterosalpingogram was performed and the result showed a perforation right oviduct (seen as fallopian tube perforation) and essure was not in left tube; perforated in myometrium (seen as uterine perforation). She underwent a laparoscopy and had essure removed. Both events are serious due to medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. Although the reported events have been diagnosed about 4 months after essure insertion, the exact date and mechanism of fallopian tube perforation and uterine perforation were not known, however given their nature, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to required surgical intervention. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 08-jun-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. It was reported that essure was inserted in operating room, without anesthetics. Right insertion went difficult, but she had no complaints. On (B)(6) 2015, hsg (hysterosalpingogram) was done and showed a perforation of right oviduct, but patient still had no complaints. On (B)(6) 2015, laparoscopy was done and right device was removed; immediate laparoscopic sterilization with clips was done. Patient had no complaints and was doing well. The outcome of the events was recovered / resolved. Ptc investigation result was received on 19-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and right insertion went difficult but she had no complaints. An hysterosalpingogram was performed and the result showed a perforation right oviduct. This event, seen as fallopian tube perforation, is serious due to medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, the reported event was diagnosed about 5 months after essure insertion. Patient underwent a laparoscopy and right device was removed. The mechanism of perforation was not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to required intervention. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.